Event description:
It was reported that the patient presented for an implant procedure. It was noted the stylet failed to be advanced on the right ventricular lead. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event was failure to advance stylet. As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. Stylet insertion test found obstruction/restriction at the distal region of the lead and destructive analysis found the inner coil was clogged with blood/body fluids. The cause of the reported event was due to the inner coil clogged with blood/body fluids.